Event description:
On (B)(6). At a hospital in japan, abnormal images for positioning in the particle beam therapy system (pbts) were found prior to the treatment. The images were loaded from the CT image database in pias (positioning image analysis system) installed in the pbts. The images were unusual, thus they were not used, the treatment was carried out rightly using the other plan instead. On jan 21, 2019, as per the investigation, it was found that the slice deficiency in CT data which registered in the pias had occurred once in a while, and it had caused the image abnormality for the positioning. And also, it had brought the discrepancy between the target position in the plan and that in the real beam position. The retrospective investigation was started for all the patients received the treatments since (B)(6) 2018, the treatments began at that time. On (B)(6) 2019, as a result, some patients were found to be received the treatments with the position discrepancy due to the CT slice deficiency. Particularly, one of the patients was received the treatment with the discrepancy of 3.2 mm. Two times of the treatment with 3.2 mm discrepancy were conducted out of total sixteen treatments. No adverse event for all the patient has been reported.

Manufacturer narrative:
As the result of the investigation, it is confirmed that a postion discrepancy occurs under the two conditions below, between the plan based on CT and the dr image taken at the pbts, when using the pias 3d-2d matching mode for the patient positioning. (1) slice deficiency occurs in CT data due to the data receiving failure. The deficient count out of the CT slices results in the position discrepancy by the length multiplying the dedicient count by the slice pitch. (2) total count of CT slices is odd. This results in the position discrepancy of the half length of the slice pitch. This MDR is being submitted as a part of a part of a retrospective review and remediation effort based on enhancements made to the company's MDR filing processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of legacy mdrs.